Manufacturer narrative:
This console was serviced at the customer's site. The field service engineer (fse) found errors 188, 58 and 150, and noticed that the fuse/fuse holder was faulty and the srm and hr were both pitted. The reported event was confirmed. Replacing the fuse/fuse holder and both srm and hr optics. The console system passed all checklist activities as per service manual with no observed issues. After the fse performed the replacement, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. Therefore, the investigation was assigned the most probable conclusion code of cause traced to component failure. This report is report is being submitted to correct the manufacturing site fields (g1) in section g, all manufacturers.

Event description:
It was reported that, prior to procedure, during start up, the console displayed error 188: "cooling system error-cooling", as well as errors 58 and 150, and there was a burnt smell. It was noted that they had to stop using the console due to this event. The procedure was completed using another p120 console with no patient complications.

Event description:
It was reported that during start up and prior to a procedure, the console displayed error 188: "cooling system error-cooling", error 58, and error 150. There was also a burning smell. The customer stopped using the console due to this event. The procedure was completed using another console. There were no patient complications reported.